Event description:
It was reported that particulate matter was found inside the tubing of an amia cassette. This was identified during setup of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and a black particulate matter inside the tubing was observed. The reported condition was verified. The cause of the particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during manufacturing (tubing extrusion process). Should additional relevant information become available, a supplemental report will be submitted.